Event description:
Unomedical reference number (B)(4). Event occurred in egypt. On 17-jun-2024, patient' mother reported that the patient faced tape was not sticking on the first day of infusion set insertion in the abdomen. The product was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt.